Event description:
User received discrepant bicarbonate results for an unknown number of patient samples. Two examples were provided. Units of measure are mmol/l. Sample 1: initial 14.5, repeat 19.8, second repeat 19.9. Sample 2: initial 25.6, repeat 32.2. No discrepant results were reported. The field service rep determined the cause to be bacteria built up inside the analyzer. The analyzer was decontaminated, and performance tests were performed.